Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt's ipg was explanted and replaced on (B)(6) 2011 due to the need of frequent charging. The explanted product had been retained by the facility. No pt complications were reported.